Event description:
A surgeon reported that there was poor response from the footswitch during a surgical procedure. The surgery was completed with the same system and equipment. There was no harm to the patient.

Manufacturer narrative:
Investigation included root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).